Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that air bubbles were observed. Customer's blood glucose (bg) level was between 315-360 mg/dl. Reportedly customer was experiencing a headache and trace ketones. Customer delivered a bolus and manual injections to resolve elevated bg.